Event description:
Bulb on laryngoscope dislodged during use and infant ingested bulb. Infant was discharged on 2/11/94 and had not passed bulb. It was reported infant passed bulb on 2/14/94 at home with no complications.